Event description:
Healthcare professional additionally reported "severe capsular contracture baker grade 4" and "deformation".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported swelling and seroma, affected side unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported unknown side swelling, seroma, severe capsular contracture baker grade 4" and "deformation." The device has been explanted.